Event description:
While concluding a circumcision with a recently purchased gomco clamp, the physician noted numerous particles of metal shavings coming off the screw rod of the clamp as he loosened the wheel nut. The metallic particles did not fall on the surgical site, but certainly could have.